Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in set) alarm. This event occurred during drain one of four of peritoneal dialysis therapy. The technical service representative (tsr) determined that the supply bag connection was loose. The tsr assisted the patient in clearing the alarm and the patient restarted therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.